Event description:
It was reported that pump displayed malfunction alarm with code that customer had not experienced before, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with assistance, confirmed that malfunction did not recur, and was instructed to continue using pump and to call back if issue returned, which customer acknowledged and understood.